Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 clear silicon on the end was broken. Nothing left in the patient. Opened a new device and completed the procedure. Delay retrieving replacement device. No patient effect.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. The lot # 3000380847 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a